Event description:
Customer reported bubble breakthrough on a flap during surgical support. The right eye procedure involved increasing bed energy to 0.90 microjoules, followed by flap creation, lifting, and lasik. The left eye (os) underwent flap cutting, lifting, and lasik. Bubble breakthrough was observed, but the flap was not torn. No further information was provided. Note: this is report 2 of 2.

Manufacturer narrative:
Section a2, a3, a4, a5, and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.